Event description:
A cartridge alarm 6 was reported by the caller, and although the alarm recurred after loading a new cartridge, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The corrective action included replacing the pump and cartridge. Tandem technical support prepared a replacement pump with updated software and ensured that the customer had access to training through their tandem source account. The customer planned to use mdi as a backup therapy and was instructed on returning the defective pump.